Event description:
The customer initially reported that their device was showing its service wrench. After an evaluation of the device, it was observed that the device was unable to charge and deliver defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. After an analysis of the device, it was determined that the cause of the reported failure was due to a failure of the main shock capacitor. The customer received a replacement device.